Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The analyst noted that the guidewire insertion test result was passed. The guidewire went through the distal coil lumen without obstruction.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead would not allow for a guidewire to pass out the tip of the lead. It was noted the guidewire would stop just before exiting the tip of the lead. The physician then extracted the lv lead and attempted to pass the wire through the lv lead on the table but to no avail. The lv lead was not implanted and replaced. No patient complications have been reported as a result of this event.